Event description:
Procedure type: gastrectomy. According to the reporter: when the orvil was introduced trans-orally for the anastomosis, the anvil loosened it self and disengaged. The suture securing the assembly was open. The anvil had to be removed endoscopically. A new orvil was used to complete the case. There was no blood loss of more than 500cc. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was an extension of operating time of more than 30 minutes.

Manufacturer narrative:
(B)(4).